Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test and prime test. Unit received stuck in motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test and occlusion test due to motor error alarms. Unit received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot, cracked battery tube threads and cracked case at reservoir tube window corner. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that customer was able to complete the rewind process but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.